Event description:
Adverse event(s): "none reported" (no info). Product problem(s): "lint left in the eye" (foreign material present in device). A surgeon reports that during phacoemulsification, the presence of lint was noted in the eye. The lint was not removed and remains in the pt's eye. The current status of the pt is not known, however, the surgeon noted the pt's outcome was good. Postoperative bcva was 10/10 (20/20). Add'l info has been requested.

Manufacturer narrative:
The returned sample has been received, however, eval has not been completed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available.